Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. During the procedure, when the blade warmed up, it would sometimes advance and sometimes it would not. The surgeon waited until the device cooled down before attempting to use it again. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.